Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on an unknown date, the patient experienced metallosis. This adverse event was treated by a revision surgery on (B)(6) 2022, in which the poly was removed. The patient's current health status is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A visual inspection of the images provided did not reveal any defects. The clinical/medical investigation concluded that, per complaint details, ¿metallosis¿ was noted during a patella resurfacing and an insert revision was performed. Two electronic photocopies of an explanted articulating insert were provided; however, the photos do not provide insight into the reported event. It is acknowledged that native patella resurfacing is not indicative of a component malperformance. Possible contributing clinical factors to the patella resurfacing and the source and severity of the reported intra-op finding of ¿metallosis¿ can neither be confirmed nor concluded based on the limited information provided. The patient impact beyond the reported finding of ¿metallosis¿ during the patellar resurfacing with poly revision cannot be determined. No further medical assessment could be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include implant corrosion, irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: describe event or problem d1: brand name

Event description:
It was reported that, after a tka surgery was performed, the patient was booked for a patella resurfacing on the (B)(6) 2022. While operating the physician noticed metallosis and removed the poly insert. The patient was discharged and sent home.

Manufacturer narrative:
H6: health effect - clinical code and health effect - impact code. Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, ¿metallosis¿ was noted during a patella resurfacing and an insert revision was performed. Reportedly, there was no damage on the poly and the doctor ¿stated that the metal shavings comes from the femur¿. As of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, possible contributing clinical factors and the source and severity of the ¿metal shavings¿/¿metallosis¿ cannot be concluded. The patient impact beyond the reported findings of ¿metallosis¿ and ¿metal shavings¿ during the patellar resurfacing procedure and the poly revision cannot be determined. No further medical assessment could be rendered at this time. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include irregular implant interaction, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B3: date of event, b5: describe event or problem and d7: if explanted, give date.

Event description:
It was reported that, after a tka surgery was performed on an unknown date, the patient experienced metallosis. This adverse event was treated by a revision surgery on 01-nov-2022, in which the poly was removed. The patient's current health status is unknown.